Manufacturer narrative:
Evaluation in progress.

Event description:
During set-up of the case, there was an error in setting up the I/o board. Multiple reboots were unable to clear the error. A different system was used to complete the case.

Manufacturer narrative:
Device was evaluated by vibration testing and found vibration problem in the digital I/o pcb. Device repaired but not returned to user.